Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ d medes: roseda: drawer 3 not detected on bus. ¿ case: (B)(4) ¿ failed drawer. A review of the device history record for sn (B)(6) was performed from the date of go live, 18-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer inspected and reseated all of the cables, inspected the inside of the drawer, replaced the bad drawer with a new one, manually removed the cubie pockets in between the cubie pockets there was a empty syringe. There was fluid residue on and under some of the row-boards. Also dropped one of the cubie pockets and broke a few vials inside the pocket and performed a firmware update. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that at bd pyxis¿ medstation¿ es drawer was failed. A field service engineer inspected and reseated all of the cables, inspected the inside of the drawer, replaced the bad drawer with a new one, manually removed the cubie pockets in between the cubie pockets there was a empty syringe. There was fluid residue on and under some of the row-boards. There were no adverse events or injuries reported based on this incident.